Event description:
It was reported that the patient presented in clinic for Aveir leadless pacemaker (LP) implant procedure. During implant, it was observed that a location was unable to be found with adequate electrical parameters. The procedure was completed using an alternate LP on (b)(6) 2026. There were no patient consequences.